Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019, which is off label usage of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019, which is off label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to the lack of voltage within the transmitter. The log could not be downloaded as there was no data within the log. The allegation and probable cause could not be determined via product. No injury or medical intervention was reported.